Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted successfully. However, after the implant procedure, intermittent loss of capture (loc) was observed. The next day a revision procedure was performed where another lead was attempted to be implanted; however, the same non-capture was observed with the new lead on the pacing system analyzer (psa), so the original lead remained in service. The patient was to be seen at another facility for further evaluation. The following month, it was reported by a clinician that this rv lead exhibited noise that was oversensed, resulting in pacing inhibition. The clinician was seeking programming recommendations. The patient was pacemaker dependent, but it was not reported if the patient was symptomatic with the inhibited pacing. A boston scientific field representative provided additional information about the may 2 device check. It was report the implantable cardioverter defibrillator (ICD) was found to be in electrocautery mode. Stable capture was observed on the right atrial (ra) and rv leads. The device was reprogrammed to ddd-80 mode. The patient was checked again may 5. Capture remained stable, the mode remained ddd-80, and the device was programmed to monitor+therapy. The pacing impedance measurements were within normal range on the ra and rv leads, and the shock impedance was also normal. No noise or arrhythmias were recorded. No additional adverse patient effects were reported.